Manufacturer narrative:
The customer provided the retrospective patient database. The database was reviewed by a spacelabs lead software engineer. The database confirmed the vfib event at the reported time. This should have generated the message ¿vfib alarm¿ in the ECG waveform zone on the central monitor. However, this alarm message may be intermittently obscured by the message ¿noisy signal¿ when the ECG noise detection algorithm classifies the vfib waveforms as noise due to irregular shape, and/or poor ECG signal quality from one of the leads. Both of these conditions occurred during this reported event of vfib. Throughout the event of vfib, there were high-priority alarm tones and high-priority visual alarm indications consistent with an alarm for vfib; however, the alarm message would alternate with ¿noisy signal¿ whenever the algorithm interpreted the waveforms as consistent with that definition. In conclusion, there was no equipment malfunction. The monitor did alternate alarm messages for vfib and ¿noisy signal¿ during the event whenever the ECG algorithm detected that condition. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitored with a telemetry transmitter model 91343, receiver module model 90478 and central monitor 91387-38 failed to generate an alarm for an episode of torsade des pointes with ventricular fibrillation (vfib) on (B)(6) 2014 at 2:54 a.m. The monitor alarmed for "noisy" signal instead. No one was injured as a result of this event.

Manufacturer narrative:
The customer provided the retrospective patient database, which was reviewed by a spacelabs lead software engineer. The database confirmed the vfib event at the reported time. This should have generated the message ¿vfib alarm¿ in the ECG waveform zone on the central monitor. However, this alarm message may alternate with the message ¿noisy signal¿ when the ECG noise detection algorithm classifies the vfib waveforms as noise due to irregular shape, and/or poor ECG signal quality from one of the leads. Both of these noise/poor ECG signal quality conditions occurred during this reported event of vfib. Throughout the event of vfib, there were high-priority alarm tones and high-priority visual alarm indications consistent with an alarm for vfib. In conclusion, there was no equipment malfunction. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitored with a telemetry transmitter model 91343, receiver module model 90478 and central monitor 91387-38 failed to generate an alarm for an episode of torsade des pointes with ventricular fibrillation (vfib) on (B)(6) 2014 at 2:54 a.m. The monitor alarmed for "noisy signal" instead. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a patient monitored with a telemetry transmitter model 91343, receiver module model 90478 and central monitor 91387-38 failed to generate an alarm for an episode of torsade des pointes with ventricular fibrillation (vfib) on (B)(6), 2014 at 2:54 a.m. The monitor alarmed for ¿noisy¿ signal instead. No one was injured as a result of this event.

Manufacturer narrative:
The customer provided the retrospective patient database. A spacelabs investigation is underway. We will file a supplemental report when our investigation is concluded. Placeholder.